Event description:
It was reported that balloon tear occurred. The target lesion was located in the common carotid artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon was noted to be torn at the end of the stent. The procedure was completed with another of the same device. No patient complications reported.